Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge in the correct manner as well as not removing air bubbles from the needle and syringe used to remove air from the cartridge, likely causing a pressure deficit that contributed to the insulin gauge being inaccurate. Tandem technical support educated customer on the appropriate steps to remove air from the cartridge prior to filling. Customer then reloaded the cartridge, resolving the issue. There was no adverse impact to the customer's blood glucose level.